Event description:
It was reported that the device screen became unresponsive during a supply change when the user attempted to confirm ¿do you see drops,¿ preventing selection of ¿yes.¿ symptoms included no clinical effects. Outcomes included no reported adverse health impact, no alerts, and no alarms. Investigation included remote troubleshooting and user guidance to perform a phone-assisted restart, after which the user was able to rewind, confirm drops, and complete the supply change. Investigation of this case revealed a transient user interface responsiveness issue resolved by restart, consistent with a screen unresponsive malfunction without recurrence. It was concluded, based on previously established findings for similar reports, that the cause was software-related user interface behavior that was resolved through reboot, with no device component failure identified.